Event description:
It was reported that an overinfusion occurred while utilizing the instrument. No details or info regarding the incident was available or provided by the user/facility.

Manufacturer narrative:
The pump was returned for eval. Visual inspection revealed that the display was "scattered". The pump was found to have an inconsistancy in rate accuracy, and the instrument's jaw height was out of specification on channel b and c. It is suspected that the damage to the instrument resulted from impact of either being dropped or hit. Impact damage can cause misalignment of component parts. It should be noted that the account confirmed that the pump had experienced impact damage prior to being returned. The display was replaced and the jaw height was adjusted. All post-testing results were within manufacturing specification. The unit was routed through co's service department and returned to the customer.